Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence, urethrocele, urethral stenosis, and hypermobility of the urethra. It was reported that following insertion the patient experienced urinary incontinence, vaginal pain and tenderness, and severe pain with intercourse. No additional information was provided. (B)(4) ¿ tenderness; dyspareunia.

Manufacturer narrative:
It was reported that patient underwent anterior and posterior repair with enterocele repair on (B)(6) 2008 by (B)(6) due to bulging cystocele.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.